Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of capture was observed on the lv lead during routine follow-up in clinic. Lead dislodgement was confirmed through chest x-ray. Lead was explanted and replaced. Patient was stable throughout the event.